Event description:
Patient reported back to back test readings obtained using separate finger sticks were 109 and 139 mg/dl (24% difference). No symptoms were reported. Control test reading (result not given) was in range. Lfs representative review qc procedures and discussed meter/lab versus back to back comparisons. There was no allegation of harm.